Manufacturer narrative:
(B)(6) 2009. Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler)

Event description:
A report was received that the patient had been experiencing muscle spasms since (B)(6) 2009. The physician repositioned the leads and the patient was reportedly doing fine.

Event description:
A report was received that the patient had been experiencing muscle spasms since (B)(6) 2009. The physician repositioned the leads and the patient was reportedly doing fine.